Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. Upon interrogation, the pulse generator exhibited threshold measurements were out of range. Due to other patient health concerns the physician elected to turn autocapture off and programmed a fixed output pulse at maximum output. No surgical intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.